Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller states seeing software problem 1) intellis 2) 3.6 3) 1346 4) rtm interface a c. Caller states they called their manufacturer representative (rep), caller states been able to charge however the system shut off itself. Caller also mentioned at times the group changes to b and should be on a. Patient services advised to reset the controller as well. The troubleshooting steps that were taken on the call resolved the issue.